Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the during interrogation the physician noted loss of capture on the left ventricular lead. A fluoroscopy revealed that the lead was dislodged. The patient would be monitored. No intervention had been reported.